Event description:
It was reported by the patient's attorney that allegedly on (B)(6) 2008, the patient underwent left total hip arthroplasty and was implanted with an lfit v40 femoral head and an accolade hip stem. It is further alleged that x-rays demonstrated disassociation of the femoral head and significant wear was noted on the trunnion. The patient was revised on (B)(6) 2021.

Manufacturer narrative:
Reported event: an event regarding disassociation of an unknown metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due head and stem disassociation, and trunnion wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned